Manufacturer narrative:
(B)(4).

Event description:
The broken fragment was retrieved and then discarded by the hospital.

Event description:
It was reported that during a tlif procedure, the tip of the inserter broke off when trying to reposition the implant in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.

Manufacturer narrative:
Visual examination confirms the superior tang is broken. The broken piece is missing, and was not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue, a vertical shear lip and river lines which indicate overload. Direction of plastic deformation suggests possible direction of fracture. The observations are consistent with bend stress overload.